Manufacturer narrative:
Date sent to the FDA: 7/8/2020. Additional h6 patient code: 3189 - surgical intervention, 3191 - mesh migration. Additional information: a1, a2, b7, d1, d2, d4, g5. Additional b5 narrative: it was reported that the patient underwent mesh revision on (B)(4).2018 due to hernia recurrence, mesh migration and bowel adhesions.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2017 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information is provided.